Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this device displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. There were no adverse patient effects reported, and the device remains implanted and in service.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects. The device's reporting status is changed to serious injury from malfunction due to explant with early eri status suspected.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon return to boston scientific crm's post-market quality assurance laboratory, a review of device memory revealed the device declared its elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Additional lab analysis and testing showed eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of device internal battery impedance. The eol (end of life) indicator was not declared while the device was in service. Testing confirmed all device therapies were available.